Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Gas mixer electronic assembly was replaced to resolve the issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. The patient was switched to manual ventilation. The unit was restarted and patient switched back to mechanical ventilation and case completed. There was no report of patient injury.